Event description:
It was reported that preparation for apercutaneous coronary intervention, stent damage occurred. As the 3.0x12mm taxus liberte stent was opened and prepared for use the physician noted that the tip of a stent strut was lifted. Procedure was completed with another 3.0x12mm taxus liberte stent. There were no patient complications reported and the patient status is stable.

Manufacturer narrative:
Device is a combination product.(B)(4)

Manufacturer narrative:
The visual examination identified distal stent damage. Distal stent strut rows 1 and 2 were flared. The stent struts on row 1 were slightly raised also. The product inner pouch, hoop, and outer box were returned. Batch details were confirmed. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. No kinks or damage were present on the catheter shaft. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
It was reported that preparation for a percutaneous coronary intervention, stent damage occurred. As the 3.0x12 mm taxus liberte stent was opened and prepared for use the physician noted that the tip of a stent strut was lifted. Procedure was completed with another 3.0x12 mm taxus liberte stent. There were no patient complications reported and the patient status is stable.